Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular(rv) lead was found to have high defibrillation impedance. The physician suspected a conductor fracture to be the cause of the malfunction. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.